Event description:
Safety did not close completely on hypodermic needle, resulting in rn sustaining a needle stick and exposure after needle had already punctured pt. Was this device serviced by a third party servicer? No. FDA safety report ID# (B)(4).